Event description:
It was reported that reservoir has leaked past the second o-ring. Customer noticed the leak during the reservoir change. Reservoir was in use for three days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.